Manufacturer narrative:
The reported event of the screwdriver¿s tip breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. Since the device belonged to a loaner kit that was inspected before sending to the customer, one can exclude that the device was damaged in a previous application. The visual inspection revealed that the screwdriver has a broken tip consistent with breakage due to the application of a high torsional force. It was reported that the patient had hard bone and so, an additional step of tapping is required in this case. Tapping would prevent the application of excessive force in the insertion of the screw. Excessive force would lead to the instrument breakage. Note, as stated in the operative technique: ¿it is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use 5.0mm tap (ref (B)(4)).¿ furthermore, it was reported that the instrument was not reprocessed, which is a direct contradiction to the IFU instructions. Note, as stated in the IFU: ¿cleaning, maintenance and sterilization of non-sterile instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ additionally, it was also stated that a torque limiter was used. However, note that torque limiters need regular maintenance in order to operate properly and to give accurate results. Upon a situation where the torque limiter is not well maintained, it will not indicate the correct torque of the screwdriver and it can happen that the screwdriver is damaged due to overtorqueing. Note, as stated in the operative technique: ¿the torque limiters require routine maintenance. Refer to the instructions for maintenance of torque limiters (v15020).¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the tip of the driver was broken with torque limiter. A spare device was used to complete the procedure. Event occurred during a primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the driver was broken with torque limiter.